Event description:
Harmonic scalpel used for colon surgery. Tip of the scalpel perforated a piece of bowel that was not intended to be perforated. Not completely sure if the scalpel is to blame for the unintended outcome. Dates of use: 2009. Diagnosis: bowel surgery. Event abated after use stopped: yes.